Event description:
This is report 3 of 3 of the same event. It was reported that during an unspecified surgical procedure, while the foot pedal device, console device and the electric pen drive device were in use together it was observed that the reverse function did not work. There was an unspecified how long the delay was to the surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.